Manufacturer narrative:
(B)(4). Implant date: 2013. Date of event, concomitant therapy date, explant date - 2016. Concomitant medical product: unknown tibial component, catalog #: unknown, lot #: unknown. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2020-01700.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to fall causing tibia and femur to fracture. Attempt for further information has been made, but no further information has been provided.

Event description:
It was further reported after the patient's fall, the patient experienced pain and difficulty ambulating requiring use of a cane. Medical records indicate that during the revision procedure the surgeon noted progressive osteoarthritis, aseptic loosening and extensive periprosthetic osteolysis.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11 - medical product: unknown tibial stem catalog # unknown lot # unknown. Multiple MDR: 0001822565-2020-02065. Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates there is periprosthetic fracture located just distal to the distal tip of the tibial stem. The positioning of the distal tibial stem is not appropriate in which the stem is oriented towards the lateral cortex/endosteum of the tibia. It is uncertain if this is related to surgical technique and therefore contributed towards the fracture or if the fracture reposition the hardware to its appearance on the provided image. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.